Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer. (B)(4).

Event description:
The customer reported that even though the system is pressurized the unit will not start when the start/stop button is pushed. They have to press the button several times and then unit will start. No patient involvement.